Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected; a needle hole was noted over the needle stop guard, no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from needle hole over the needle stop guard. The valve was reflux tested, the valve failed the test. The valve was tested for programming. The valve failed the test, the cam mechanism did not move during the programming process. The valve was then pressure tested at 150mmh2o, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the valve housing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3100, with lot p.1143l, conformed to the specifications when released to stock on the 21st may 1997. Notification of sterile product verification was release on the 21st may 1997. The root cause of the problem found during investigation is due to biological debris found in the valve casing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted to the patient with nph after sah ((B)(6)-year-old female) in 2000. On (B)(6) 2015, the abdominal operation was conducted to treat pancreatic cancer. On (B)(6) 2015, the infection of the abdominal cavity was confirmed. After that, the patient had disturbance of consciousness associated with meningitis. On (B)(6) 2015, the device was removed. The patient¿s condition is stable after the removal.